Manufacturer narrative:
Reported event of generator displayed error message. Reported event of generator emitted a burning smell. Reported event of failure to deliver current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the unit found the device in good condition with some stickers on the cover. Functional evaluation revealed that all the knobs and switches appear to function properly. Electrical evaluation was performed and the unit was found to be within test parameters. The complaint of ¿no heat generation to the snare, unit smelled burning and system fault lit up¿ was not confirmed. The returned device passed all final testing and showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A DHR review was performed and no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the user was attempting to activate a snare, no current was being generated. The generator was reported to be set on the monopolar: "coag" mode with a power output of 30 watts. A burning smell was then noticed to be coming from the generator; however, no smoke, sparks, or flames were seen. The generator was stopped and immediately removed from service. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the user was attempting to activate a snare, no current was being generated. The generator was reported to be set on the monopolar: "coag" mode with a power output of 30 watts. A burning smell was then noticed to be coming from the generator; however, no smoke, sparks, or flames were seen. The generator was stopped and immediately removed from service. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.